Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 3387s-40, lot# va1wjy9, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 09/11/2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that during a stage 2 intra-op, the physician rotated the lead upon removal, the lead cap end and the proximal end (electrode 3) broke from the lead. There was a discussion about connecting/aligning and possible with 0-2 electrodes that were intact, however it was unknown which direction the physician was going to take. The lead in the left vim was damaged when trying to remove it from the extension due to contacts 1 & 2 reading investigate on the tablet during the impedance check. The header block rotated and the contact at the tip of the lead in the left vim was pulled off. The doctor instructed the attending nurse to cut off the tip of the lead and place it back again into the extension. Impedances were performed again, with the investigate message still present. The surgeon will be communicating to the movement disorder specialist that the lead was damaged. No symptoms were reported. On april 5th 2019, additional information was received from a manufacturer representative (rep) stating that the lead remains implanted and will not be returned. Rep indicated that it is thought that the lead was not properly aligned when placed into the extension causing contacts 1 & 2 reading investigate on the tablet when reading impedances. The rep also clarified that it was actually contacts 0 and 3 that initially displayed investigate. Contacts 1 and 2 were within normal range during the initial impedance check. No further patient complications were reported/ anticipated as a result of this event